Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#:(B)(4). H4 manufacture date: - previous manufacture date: 01/24/2019. - corrected manufacture date: 01/21/2019.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. The ventilator was investigated on site by our field service engineer. According to service report the unit failed safety valve test during pre-use check. Further investigation revealed pcb pneumatic back-plane was defective. Issue resolved by replacing the defective part. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The pcb pneumatic back-plane is a interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).